Event description:
It was reported that the patient had to stay in hospital for few days longer than normal as the prosthesis was not fitting 100% due to lack of splints at the surgery phase. Based on a post op CT scan of the patient, the mandibular part is angulated slightly forward.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.